Manufacturer narrative:
The reported failure was not confirmed or replicated through failure analysis investigation. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. Additional observation(s) not reported by site were also identified. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed to have dislodged desiccant balls inside the backend housing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to reproduce the reported complaint. The fse advised the customer to replace the endoscope. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that endoscope had discrepancy between the displayed tilt and the actual tilt of the image. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. Surgical ports were placed. The endoscope moved non-intuitively. The image of the endoscope was not inverted. The endoscope did not move in opposite direction. The event did not involve a reversed control on system arms. There was no patient impact due to the issue. The procedure was completed with the same endoscope.